Manufacturer narrative:
This report is submitted on january 3, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced infections and subsequently underwent a skin revision in (B)(6) 2016.